Event description:
The original analysis determined that the complaint fell under remedial action exemption. Nellcor puritan bennett's evalaution of the unit performed in 2006 determined that the failure was isolated to the main pcb.